Manufacturer narrative:
The field service engineer found that the cause was due to an occluded vacuuming nozzle. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer found that the vacuuming nozzle was occluded. He performed cleaning and instrument checks with successful results. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 15 patients' samples tested on a cobas 8000 ise 1800 module. Discrepant results for 1 patient sample were provided. Initial result: 134 mmol/l. The drop of the moving averages and the failure of the qc when repeated prompted the repeat of the samples on a different cobas 8000 ise module. Repeat result: 140 mmol/l. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.